Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusin sets felling out events on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-09219- device 3 of 3.